Event description:
One touch ultra meter kept giving the error "1" message. This issue was not resolved with troubleshooting. Patient visited doctor, but the doctor was not able to replace the meter. No adverse event reported. No further clinical information was provided.